Event description:
It was reported that catheter issue occurred. The target lesion was located in the severely tortuous and moderately calcified left circumflex artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the non-bsc guidewire became tangled due to twisting, rendering it unusable. However, both the guidewire and the intravascular ultrasound (ivus) catheter remained intact and were successfully removed from the body without complications. The procedure was completed using a different device, and there was no patient injury.

Manufacturer narrative:
H6: device codes - updated. The device was returned for analysis. Visual and microscopic inspections revealed that the imaging window was twisted and stretched. The guidewire exit port was lifted, but the distal section of the tip was in good condition. A test guidewire was inserted, and no resistance was noted when tracking the guidewire into the catheter. Additionally, media provided by the client showed that the device was twisted and entangled with the guidewire.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the severely tortuous and moderately calcified left circumflex artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the non-bsc guidewire became tangled due to twisting, rendering it unusable. However, both the guidewire and the intravascular ultrasound (ivus) catheter remained intact and were successfully removed from the body without complications. The procedure was completed using a different device, and there was no patient injury. It was further reported that there was a mismatch between the timing of the surgeon and the second physician, and imaging was initiated before the ivus catheter was fully delivered. The lesion was situated at a curved part of the tortuous vessel, and it was believed that the wire`s exit port, possibly kinked, became trapped in the curve, causing a twist.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the severely tortuous and moderately calcified left circumflex artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the non-bsc guidewire became tangled due to twisting, rendering it unusable. However, both the guidewire and the intravascular ultrasound (ivus) catheter remained intact and were successfully removed from the body without complications. The procedure was completed using a different device, and there was no patient injury. It was further reported that there was a mismatch between the timing of the surgeon and the second physician, and imaging was initiated before the ivus catheter was fully delivered. The lesion was situated at a curved part of the tortuous vessel, and it was believed that the wire`s exit port, possibly kinked, became trapped in the curve, causing a twist.

Manufacturer narrative:
H6: device codes - updated.